Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 100 to 125mg/dl . Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call two hours after meal ((B)(6) 2015; 4:58pm) with results of 182mg/dl and 258mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set correctly). 276mg/dl, (B)(6) 2015, 12:00pm; 274mg/dl, (B)(6) 2015, 07:41pm; 263mg/dl, (B)(6) 2015, 06:39pm; 201mg/dl, (B)(6) 2015, 03:39pm; 219mg/dl, (B)(6) 2015, 01:53pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.